Event description:
During right reverse total shoulder arthroplasty the implant screws broke while the surgeon was attempting to insert them. Both screws had to be removed in their entirety which added approx. 25 minutes to the surgery. The surgery was then completed without difficulty with a depuy x-trend reverse shoulder system====================== manufacturer response for screw, orthopedic, delta xtend reverse shoulder system======================the vendor felt that it was related to physician practice and technique.